Manufacturer narrative:
Additional information: b5, g3, implant date ((B)(6) 2020. Implantation was successful on the same day, and leakage was found during the first dialysis use), lot number (1934300145) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first use after the successful implantation on the same day, leakage of blood was found at the end of the joint and the epitaxial/extension tube connection (blue). It was said that a crack was found on the product where the leak was observed. The catheter was not repaired. There was no cleaning agent used on the device. Tego was not utilized. There was no luer adapter issue. Nothing unusual observed prior to use. No other products being utilized with the device. The insertion site wastreated and filled with normal saline prior to product placement. The clamps were moved to a new location after each treatment. Cleaning agent(s) allowed to dry thoroughly prior to applying ointment(s) to the area. No cleaning agent(s) were typically utilized to clean the adapters. There was blood loss of about 2 ml, no blood transfusion required. Replacement of new catheter was done as intervention to resolve the issue and the treatment was completed. There was no reported patient injury.

Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. A video was also provided. Visual inspection noted that there was a hole in the extension tube which led to a leak. It was reported that there was a leak on the extension tube. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue can occur if the device made contact with a sharp surgical instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: inspect the catheter frequently for nicks, scrapes, cuts, etc. Which could impair performance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first use, leakage of blood was found at the end of the joint and the epitaxial/extension tube connection (blue). It was said that a crack was found on the product where the leak was observed. The catheter was not repaired. There was no cleaning agent used on the device. Tego was not utilized. There was no luer adapter issue. Nothing unusual observed prior to use. No other products being utilized with the device. The insertion site was treated and filled with normal saline prior to product placement. The clamps were moved to a new location after each treatment. Cleaning agent(s) allowed to dry thoroughly prior to applying ointment(s) to the area. No cleaning agent(s) were typically utilized to clean the adapters. There was blood loss of about 2 ml, and no blood transfusion required. Replacement of new catheter was done as intervention to resolve the issue and the treatment was completed. There was no reported patient injury.